Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2014. Asr resurfacing system - left. Reason(s) for revision: unknown. (B)(4) update received 21st august 2014. Additional surgeon and two hospitals added. Status changed to "legal" kid number added. Revision date amended in line with (B)(4) date. Confirmation received from surgeon's secretary on 29 august 2014. Correct revision date is in line with (B)(4), not (B)(4). Revision date amended. Querying correct revision date. Date amended in line with (B)(4) until then as (B)(4) is more likely to be correct. - surgeon has since confirmed that the (B)(4) revision date is correct. 08 september 2014 - additional confirmation of revision date by the file handler. Attachment added to com. Update: 1 oct 2014 - attached scf and revision claimsuite. Added ireland reference number, pain as a reason for revision and added expiry dates for all products. Update - received confirmation that revision has taken place. Taken from (B)(4)spreadsheet dated 8th october 2014.